Event description:
The patient experienced a change in therapy effect with a lot of shaking and increased tone. The patient was non-verbal and obviously uncomfortable. The symptoms occurred over the past couple of weeks. The physician was concerned that the pump wasn't beeping and wasn't sure if it was working effectively if there was a catheter fracture or kink. The dosage was increased. There had been no recent falls; however, the patient was lifted all the time and was undergoing physical therapy which involved pulling and tugging. At the last appointment, a couple weeks ago, the physician thought the pump felt loose in the pocket. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n160642004, implanted: (B)(6) 2008, product type: catheter. (B)(4).